Event description:
Baxa exactamix bag was filled with tpn solution. Later, it was noted that a small amount of fluid was coming from the bag. It was determined to be coming from the side of the bag through a breach in the seam. Dates of use: (B) (6) 2010.